Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens and the lens tore. There was patient contact but no injury. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a loading error. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.